Manufacturer narrative:
Device not returned.

Event description:
It was reported that when an asymptomatic and non-dependent patient presented in clinic due to an unresponsive vibratory patient notifier issue on the device. Upon device interrogation, patient notifier issue was confirmed. Device remains implanted. No intervention was planned. Patient will continue to be monitored via merlin.net transmission.